Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently unable to consistently charge despite using multiple usb cables, wall adapters, and power sources. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.